Manufacturer narrative:
Evaluation summary: the pump was visually inspected and the top case was found to be cracked and the tamper seal was removed/broken. Evidence of the customer's reported problem regarding "motor not running error" was identified in the pump event history log. Additionally, the customer's reported issue was verified upon simulated use testing. Motor not running error occurred during occlusion testing. Further inspection revealed the main board was misaligned from extrusion due to incorrect assembly by the customer. The DHR review is not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. Based on these investigation results, the main board was reassembled and the top case was replaced due to physical damage, and no further corrective actions will be taken at this time. Smiths medical regularly analyzes complaint data and trends, and will take further actions accordingly.

Event description:
User facility requested repair of a medfusion pump due to "motor failure error". No patient involvement was reported.